Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. This event was previously reported via asr on 24jun2019 (exception number e2014015). This report is intended to be a follow-up to report additional information that has been received. Any additional information received will be submitted under this manufacturer report number.

Event description:
As reported to coloplast, though not verified, the patient experienced severe pain with daily activities and intercourse, urinary incontinence, physical deformity, and the loss of ability to perform sexually. Additional information received further reported that in (B)(6) 2017 the patient was experiencing or had experienced lower back pain with radiation, infection of abdominally placed vaginal mesh for prolapse, vertebral osteomyelitis of lumbosacral region, and discitis (l4-s1). Removal of prosthetic vaginal mesh (restorelley) with da vinci robotic trans-abdominal approach, cystoscopy with insertion of bilateral ureteral catheters. A grade ii laceration of the sigmoid colon was sustained during mobilization of sigmoid off mesh during surgery; robotic primary repair of colon injury was performed.